Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, seroma manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 73-year-old caucasian hispanic/latino female patient underwent a breast augmentation revision surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was experiencing bilateral breast pain. Upon consultation with a medical professional she was diagnosed with baker grade IV capsular contracture of her breasts. Additionally, magnetic resonance imaging was conducted which indicated seromas around the breast implants and silicone present in the outer right implant and right axilla. As a result, the patient underwent bilateral removal on (B)(6) 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-11383 for the contralateral event.